Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2025).

Event description:
It was reported that sometime post chronic catheter placement, the catheter allegedly had a hole near the blue lumen. There was no reported patient injury.

Event description:
It was reported that approximately three days post chronic catheter placement, the catheter allegedly had a hole near the blue lumen. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported hole in catheter issue as a small hole was noted on the catheter body near to the blue luer. No other anomalies were noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2025), g3, h6 (method). H11: b3, b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.